Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the h6: device code, b5: describe event or problem and b1: adverse event/product problem. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the physician could not get the right ventricular (rv) lead out of the body as the tip of the lead was left in the subclavian area. The physician thought of snaring, but the lead looked stable. The lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The rv lead was capped.